Event description:
Follow up.

Manufacturer narrative:
H3 other text: placeholder.

Manufacturer narrative:
Unused devices from the same lot are expected to return for evaluation. A follow-up report will be provided once the devices have been received and reviewed.

Event description:
Needle was deployed into breast tissue, remained in open position resulting in the needle becoming anchored with the tissue no sample was obtained due to failure of the needle retracting.